Event description:
It was reported that the obturator in the custom 4.0 flextend cuffless tracheostomy tube was excessively short. The issue was noticed while trying to perform a trach change. No patient injury.